Event description:
A customer reported a cartridge alarm 20 issue that occurred during the loading process, which caused their blood glucose level to reach 500 mg/dl. There was no adverse impact to the customer's blood glucose level. To address the high blood glucose, the customer performed a correction injection using multiple daily injections (mdi). Cts confirmed that no previous similar alarms were reported with this pump serial number. Technical support decided to replace the pump and sent a replacement. The customer was advised on storing the defective pump and instructed to return it to tandem within ten days using a pre-paid label to avoid charges. Additionally, the customer was informed about programming pump settings and connecting their continuous glucose monitor to the replacement pump.